Manufacturer narrative:
The reported complaint was confirmed via the clinical review. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, the vaporizer was swapped out and the patient was transitioned off the o2 tank with no issues.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the blood had turned dark within a couple of minutes. As a result, the oxygen (o2) source switched to an o2 tank, and the blood brightened up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) release tested the epgs successfully and the unit was just replaced last month. It was determined that the vaporizer was most likely partially blocked and would need to be replaced. The unit operated to the manufacturer's specifications.

Event description:
Per clinical review: the user reported an issue with the heart lung machine (hlm) during cardiopulmonary bypass (cpb). Specifically, the user reported an issue with the electronic patient gas system (epgs). The user went on cpb and observed the blood coming out of the oxygenator was red, but a few minutes later the blood became dark. They quickly connected the oxygenator oxygen line to a portable oxygen tank. The blood immediately brightened up, turning red. The user swapped out the vaporizer and transitioned the patient off the oxygen tank, and back on the hlm epgs. There were no issues observed with oxygenation of the patient's blood. The surgery was completed without delay to the procedure. There was no patient harm or blood loss reported.